Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-06673. Additional information identified the patient underwent surgical intervention (B)(6) 2018. The physician was unsuccessful explanting the t12 lead. In turn the physician added an additional lead which resolved the issue. Effective therapy was achieved post operatively.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on t12 lead. Reprogramming could not resolve the issue. X-rays revealed possible fracture in lead. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Additional information gathered, the explant date was excluded in the initial report. This report contain missing data.

Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-06673. Additional information received, identified during the explant procedure the lead located at the t11 vertebral level was explanted and a replacement lead was implanted at the l2 vertebral level. Effective therapy was established post operatively.